Manufacturer narrative:
Sorin group (B)(4) manufacturers the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen. The gasket and touch screen were replaced to resolve the reported failure. The device was tested without futher issue and was returned to service. (B)(5) was not able to perform a further investigation, as the replaced device was discarded. A root cause could not be determined. However, based on the manufacturing date of the replaced device, it is probable that the issue is related to a fluid ingress which lead to oxidation of the kapton-tail, for which (B)(4) has already been implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Sorin group (B)(4) received a report that an error message was found during a review of the s5 roller pump error log. There was no patient involvement.